Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was not button error alarm during testing. The insulin pump was received with cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt they received a button error alarm. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.